Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). Same case as MDR#2134265-2013-03813. It was reported that during a stenting treatment procedure, stent thrombosis occurred. The patient presented with stable angina and was referred for cardiac catheterization. The 95% stenosed target lesion located in the proximal left anterior descending artery (lad) was treated with pre-dilatation using a 2.5 x 15 mm apex balloon at 6 and 10 atms pressure. Following pre dilatation there appeared to be minimal dissection and moderate improvement of the target lesion. The dissection and the target lesion were then treated with placement of a 2.5 x 20 mm study stent and post dilatation using a 3.0 x 15 mm quantum balloon. Repeat angiogram revealed 10-20% residual stenosis. Also there appeared to be an intrusion of plaque or flap into the stent. The vessel was then attempted to be rewired in view of further post-dilatation; however, due to the acute angulation of the lad, re-crossing the target lesion with an unspecified guide wire was unsuccessful. The guide wire was pulled out and repeat angiography revealed presence of thrombus evolving at the end of the stent with worsening of stenosis post procedure from 10-20% to 60% at the end of procedure. There was timi 3 flow down the target vessel, the patient was pain free, and st segment was isoelectric on the electrocardiogram. The patient was started on treatment with integrilin. At this point a decision was made to continue the patient overnight on medical management with integrilin and intravenous nitroglycerine with a repeat angiogram the next morning for further review. Catheterization the next day demonstrated near complete resolution of the lad stent thrombus and a decision was made to continue the patient on medical management. The patient was discharged on dual antiplatelet therapy.